Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on an unknown date and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophic vaginitis, urge incontinence and discomfort. (B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent laparoscopic bilateral lysis of adhesions and laparoscopic salpingo-oophorectomies procedure.

Manufacturer narrative:
It was reported that the sling was implanted on (B)(6) 2007. The patient underwent a mesh removal surgery on (B)(6) 2008 due to pain, erosion and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.